Manufacturer narrative:
The investigation into the infection/sepsis issue has been completed since the original report was submitted. The device was not returned for investigation. As the necessary information has not been provided, the root cause of the infection cannot be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ ¿to prevent contamination and subsequent infections, always use sterile technique on the insertion site. Follow institutional protocols for prophylaxis of infection for patients on ventricular assist devices and indwelling lines, as well as protocols for surveillance of such patients. If device-related infection occurs, consider each patient¿s clinical circumstances when deciding whether to continue impella support.¿

Event description:
The user facility reported a 51-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Complainant in japan reported the patient was on impella 5.0 support and there was an infection noted at the access site. The access site was previously used by the impella cp twice, and this time, with the 5.0, the wound became dirty, pus came out, and there was a tendency for infection, so the doctor stated that they explanted the pump and switched to left ventricular assist device early.